Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: driveline wound debridement, driveline repair.specific component(s) involved: driveline malfunction.additional text: driveline wound debridement, driveline repair.causative or contributing factor:intervention(s): replacement of external controller; replacement of driveline; other interventions.other intervention : driveline wound debridement for infection.implant device type: lvad.